Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the patient line of the homechoice set became disconnected from the home patient's transfer set. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. Per the home patient's nurse, no patient injury was associated with this incident, however, the home patient was administered prophylactic antibiotics.